Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was walking and hip broke. The arvv neck snapped in 2 pieces, patient fell.